Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Shortly after the transseptal crossing it was noted that there was a pericardial effusion. The watchman access system (was) was in the patient when the effusion was noted, but had not yet entered into the laa. The pericardial effusion began to increase in size so a pericardiocentesis was performed and 800cc's of fluid were drained. The watchman implant was not performed. The patient was stabilized and they planned to monitor overnight and discharge the following day.